Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, resistance was felt while inserting the coil delivery wire in the hub. The coil came back rolling in the hub and main coil was found broken. The procedure was continued with new coil. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. In the case of this complaint it is possible that the main coil encountered difficulty while advancing through the microcatheter and later broke due to some procedural factors encountered during use. Also, it has been reported that a non-stryker microcatheter was used for performing the procedure which can also contribute to failure due to potential incompatibility of non-stryker devices as per dfu, however this could not be confirmed. Therefore the an assignable cause of undeterminable is assigned for the investigation.

Event description:
It was reported that during the coil embolization procedure, resistance was felt while inserting the coil delivery wire in the hub. The coil came back rolling in the hub and main coil was found broken. The procedure was continued with new coil. There were no clinical consequences reported to the patient.